Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleges patient seeing black filter and black stuff coming from the device. The patient had breathing issue and he was hospitalised. The device was returned and black dust contamination found in airpath during device evaluation. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Type of reportable event in type of reportable event, date received by manufacturer in date rec¿d by MFR were corrected in this report.